Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained for one patient sample when processed on an advia centaur cp analyzer. The initial elevated result was reported to the physician and was questioned. The same sample was reprocessed on the original analyzer and obtained a lower result. The lower result was considered correct since it matched the clinical history of the patient and was issued on the corrected report to the physician. For troubleshooting purposes, a new sample was drawn from the patient and tested on an alternate advia centaur xp instrument and obtained a similar lower result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained for one patient sample when processed on an advia centaur cp analyzer. Quality control (qc) recovered within the laboratory established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the analyzer, reviewed data and error log, replaced the blue and grey tubing, wash block and rinse block assembly and performed realignment of the probes. The cse performed precision study with qc and patient samples, which recovered acceptably. Siemens further evaluated the event and determined that issues with cuvette washing could potentially lead to falsely elevated thcg result. The instrument is performing according to specifications. No further evaluation of this device is required.